Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After the second mitraclip was implanted, a perforation of the posterior leaflet was noted. A third clip was implanted laterally of the second clip to treat the perforation, however the mr was unable to be reduced and remains at 4. There was no clinically significant delay in the procedure. No additional information was provided.